Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and diarrhea. The patient was hospitalized for the reported event on the same day as the onset. According to the doctor, the cause of the peritonitis was reported to be the pd catheter; however, this could not be confirmed, therefore the cause was assessed as unknown. The patient was treated with unspecified antibiotics (doses and frequencies not reported), which were added in the sodium chloride injection (also reported as normal saline). This was infused via ivgtt (intravenous glucose tolerance test). Later, the patient was treated with additional oral antibiotics (doses and frequencies not reported). The patient recovered from the peritonitis and was discharged from the hospital 72 days from the onset. The pd therapy was ongoing. No additional information is available.